Manufacturer narrative:
Date sent to FDA: 10/11/96. H2- johnson & johnson medical, inc. Has decided to discontinue MFR and sale of the streamline, landmark and centermark brands of i.v. Catheters as of 9/18/96.